Event description:
A loss of therapeutic effect was reported. The pt indicated she had an infection. It was reported that the pt did not have concerns with their device or therapy. Add'l info received reported that the pt visited their hcp regarding the event. The pt will have surgery to fix the problem with the system. The pt stated there was nothing wrong with their device except that another MFR's device was overriding her device. The pt reported she should have both devices explanted since she required mris.

Manufacturer narrative:
(B)(4).